Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 75% stenosed lesion being treated was located in the moderately calcified, moderately tortuous left main (lm). The lesion was not predilated. The 4.00x12 mm taxus express2 drug eluting stent dislodged in the lm. The balloon did not open up. The attempt to snare the stent was unsuccessful. The stent remains in the patient. The procedure was completed with another taxus express 2 stent. No additional patient complications were reported. Patient status reported as "good."